Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change, consistent with a complete blockage related to the tube, and after being advised to replace with new supplies, the user completed the supply change without further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting in the context of a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.